Event description:
New information received indicates that another instance of post-paced t-wave oversensing was observed when the asymptomatic patient presented in-clinic for follow-up. Further programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Progrmaming changes were made. The device remains implanted.